Event description:
It was reported that during an unspecified procedure, a catheter shaft break occurred. The shaft of the symmetry small vessel balloon dilatation catheter "snapped" while outside the patient and the physician was unable to pass anything through it. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "no patient issues." Multiple attempts to obtain additional information were unsuccessful.